Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks due to oversensing of noise. The physician suspected the electrode may be fractured, however a connection issue between the s-ICD and electrode could not be ruled out. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks due to oversensing of noise. The physician suspected the electrode may be fractured, however a connection issue between the s-ICD and electrode could not be ruled out. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.